Event description:
The facility representative reported a colleague infusion pump with failure code 808:07. This problem was identified during bio-med testing. There was no report of patient injury or medical intervention necessary. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 808:07 was confirmed but not duplicated due to a faulty phm (pump head module). The phm was replaced to correct the reported condition (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.